Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch, intermittent button response due to corroded keypad traces and moisture damaged was found on the electronic assembly. No button error alarm noted during our testing and unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump had cracked case at the display window corner, cracked lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 145 mg/dl. The customer reported submerging the insulin pump into salt water before the alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.